Event description:
It was reported that during the sterilization of screwdrivers in their individual peel package, there was a brown stain left on all the screwdrivers. The sterilization was called into question by the hosp. No procedure was effected and no adverse effect to pts were reported. This report is 2 of 5 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. No lot number was provided. Mfg records could not be reviewed without a lot number. It was observed that the handles of the subject device was bleached and cracked. Bleeding out of the plastic canevasit is a well known phenomenon after a long period of with repeated sterilization processes at high temperatures. We classify this to be normal wear and tear, as these are instruments that are used often and intensely. No mfg related fault could be detected.